Manufacturer narrative:
Age, sex, ethnicity, race: customer did not provide patient demographics such as age, date of birth, weight, ethnicity or race. Device evaluated by MFR: the troponin reagent was not returned for evaluation. A beckman coulter field service engineer was not dispatched to the customer site. Preanalytical sample handling will be implicated as the likely cause for the erroneous patient result generated for patient 1 as the tube was incompletely filled therefore modifying the blood to additive ratio. There is no evidence of a malfunction. The cause of the event related to patient 2 cannot be determined with the available information. Sample 1/patient 1 was collected in a rapid serum tube. The tube was identified as a partial or short draw volume. Short samples are known to affect immunoassays by modifying blood to additive ratio. Therefore, use error is a cause of this event. The customer did not follow the IFU and the clsi guidelines for preanalytical sample handling. The hstni instruction for use (IFU) document, part number c11140e, instructs users as follows: ¿the role of preanalytical factors in laboratory testing has been described in a variety of published literature. To minimize the effect of preanalytical factors observe the following recommendations for handling and processing blood samples [¿] follow blood collection tube manufacturer¿s recommendations for centrifuge¿. Per bd (becton dickinson) rapid serum tube (rst) insert ref 368774: ¿over-filling or under-filling of tubes will result in an incorrect blood-to-additive ratio and may lead to incorrect analytic results or poor product performance¿. Additionally, as per clsi [clinical and laboratory standards institute] guideline - (B)(4): procedures for the handling and processing of blood specimens for common laboratory tests. 4th edition, ¿if less blood than required is drawn, the excess amount of additive has the potential to adversely affect the accuracy of test results¿ the failure mode of the event involving patient 1 is use error. The failure mode of the event involving patient 2 is unknown. The beckman coulter internal identifier for this event is (B)(4).

Event description:
The customer reported obtaining an erroneous elevated troponin I (access accutni+3) result for two patients involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). For patient 1, there was a change in patient treatment based on confirmation of the erroneous result where treatment was ceased following result correction. There were no further adverse patient outcomes reported. There was no report of an injury or illness to the patient attributable to the output from the device in this event for patient 2.